Event description:
It was reported that the device was producing an incomplete mesh. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be filed.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10 review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.